Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 21-jan-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for ec8+ lot k20206.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 18-dec-2020, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded a suspected discrepant potassium result of 9.0 on a patient. There was no patient information available at the time of this report. The ER doctor received an initial potassium value of 9.0, the doctor later reran a sample and received 6.0. There are no times, dates, or patient reported with the complaint. Customer has been contacted for information but to no avail. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.